Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced persistent pain at the ipg site which radiated down the left leg when their scs is turned on. As a result, surgical intervention was undertaken wherein the device was explanted and new replacement model implanted in a new pocket to address the issue.